Manufacturer narrative:
The customer reported the device was discarded; however, the lot number was provided. Review of the device history record for this lot is forthcoming. A supplemental report will be submitted with any relevant info.

Event description:
Device malfunction: difficult to remove rci. Time of malfunction: during the procedure. Time of symptoms/ae: filter basket retrieval, post-procedure symptoms/ae: aphasia. It was reported that during a stent procedure of a heavily calcified left carotid artery, the flexible tip recovery catheter (rci) was unsuccessful in retrieving the filter basket. The shapeable tip catheter was successfully used. Additionally, post-procedure the pt experienced 3 episodes of expressive aphasia. Heparin was started in2007 and discontinued two days later, with no further episodes documented. A CT head scan and carotid duplex were both negative, and the pt was discharged to home the following day. Though requested, no add'l info was available. Study event.